Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure, bent cannula or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the needle/cannula did not deploy as intended during activation. They got an occlusion alarm then the needle deployed. Blood glucose levels reached over 300 mg/dl. Patient was treated with 5 units of insulin. The cannula was also found bent.